Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl via an implantable infusion pump. It was reported that after the pump was implanted the patient experienced pain and the pocket was moved. It was noted that the pump would stick out and hit their leg when they would move or sit down.